Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID # 2134265-2013-09647 and 2134265-2014-00035. It was reported that motor drive unit (mdu) automatic pullback failure occurred. The 80% stenosed target lesion is located in the non-calcified and non-tortuous right coronary artery (rca). During a right coronary artery (rca) angioplasty, the mdu was used in conjunction with atlantis sr pro imaging catheter to visualize the lesion. It was noted that the mdu was not pulling back. Manual pullback was performed twice to complete the procedure. No patient injury or complications reported and the patient's status was stable.